Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found x-arm to be free of any dried serum on clamps. He found secondary plate with spillage and cleaned it. Fse also found barcode reader bent and lens covered in white barcode label debris. Fse adjusted barcode reader position and cleaned lens, verified plate barcode reader reads barcodes and does not move plate out of position on secondary rack. Fse performed preventive maintenance since the instrument was due. The instrument was tested without further problem and was returned to expected operation.